Event description:
It was reported that high impedance was noted on lead. Lead fracture suspected. The pace/sense portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.